Event description:
Boston scientific neurovascular bacame aware that during an event the physician tried to push the subject device into a microcatheter by felt serious friction. The subject device stretched and detached early. Results of the procedure were good.